Manufacturer narrative:
Additional procode: hrx; part: 03.404.000s; synthes lot: 59p5332; supplier lot: n/a; release to warehouse date: june 05, 2020; expiration date: may 31, 2021; supplier: jabil-monument; there are no related nonconformances. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective, and preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2020, the reamer/irrigator/aspirator (ria) 2 tip broke off during insertion. The procedure was successfully completed with no delay. Patient outcome is unknown. This report is for a ria 2 bone harvesting kit. This is report 1 of 2 for (B)(4).